Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss and recurring incontinence. The patient was implanted with a new aus balloon.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss and recurring incontinence. The patient was implanted with a new aus balloon.